Event description:
It was reported that the patient presented after receiving an inappropriate shock. The right ventricular (rv) lead experienced inter mittent t-wave oversensing (twos) which eventually met the detection rate criteria. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d314drg implantable cardioverter defibrillator  implanted: 2012-(B)(6). (B)(4).